Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient underwent the concurrent procedure of a laparoscopic assisted vaginal hysterectomy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat menorrhagia, dysmenorrhea, and urinary incontinence. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy and cystouroscopy during mesh implantation. It was reported that the patient underwent removal of mesh on (B)(6) 2011 due to erosion of mesh. No additional information was provided.